Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was moisture damage on the electronics. The pump had cracked display window corners, cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 383 mg/dl at the time of incident. The customer stated that she walked into the pool while wearing the pump and buttons started going crazy. The customer declined to troubleshoot for the high blood glucose and stated the she took injections 30 minutes before the call. She stated that the pump alarmed battery out limit and there was fluid under the lcd display. Also, she stated that she saw 2 tiny pinhead drops in the corner of the screen and the screen was foggy. The customer stated that there was a tiny crack at the bottom right corner of the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.